Event description:
During an anterior cervical plate surgery, the surgeon had difficulty placing the screws in a cervical plate. The surgeon made three attempts with three plates and ultimately chose to use another MFR's device to complete the surgery. The info suggests that the event extended the surgery by at least 15 mins and exposed the pt to unnecessary anesthesia.

Manufacturer narrative:
Plate model 4401-1022 was also used during the surgery. Lot number lx-2112. Device MFR date (B)(4) 2007. An eval of the returned plates found that the screw locking bushings were damaged in a manner that prevented the plate from retaining the screw. A review of inspection records for the device(s) found that they met specification at the time of release for distribution. Info received from the initial rptr indicates that multiple attempts were made by the surgeon to place the screw(s) in the plate. The cause for repeated attempts to place the screws could not be conclusively determined, but poor bone quality or lack of adequate purchase in the bone are possible causes. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance.